Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; device passed all incoming function tests and no anomalies found during bench testing. Analysis found the ring cover, ring cover screw, and the ring were missing. Lead flex o-ring was broken. (B)(4).

Event description:
It was reported the atrial and ventricular pace lights flashing at the same time. It is indicated that this is not normal. The device was returned for repair and calibration. There was no patient involvement.